Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation of images not displayed was confirmed. The device evaluation found also cable flooding, image capture flooding and scratches on connectors (glass surface). Per the investigation, it is likely that the image capture failed due to flooding of the main body and then no images were displayed. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head did not display on the monitor. There were no reports of patient harm.